Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for n n-malignant pain. It was reported the patient was having difficulty recharging. The patient gets screen 13, which is connect the recharger, even though the recharger is connected to the controller. The rep said the recharger looks fine. The rep connected the patient¿s recharger to her controller and got the same message. When the rep used her recharger and controller, she is getting the no device found message. The rep was instructed to go to passive recharge for a while before having her disable and re-enable the device. This eventually gave the patient the poor recharge quality screen for a brief moment, but then got screen 49, where the system is not recharging. The patient did say the implant is at a slight angle. In passive recharge the patient was only able to get to 82. The patient normally gets excellent recharge quality. The patient ultimately could not recharge with the rep¿s recharger and controller. The patient wanted the wait for the rep to send her a new recharger to try. No patient symptoms were reported. The caller was redirected to the repair.

Manufacturer narrative:
Continuation of d11: product ID: 97755, serial#: (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was sent a replacement part on 2019-06-03. The cause of the ins being at an angle was because it was how it was implanted or how it had healed. The recharging difficulty was resolved. No further complications were reported or anticipated.